Event description:
Same case as MFR's #: 6000089-2004-00620. It was reported that during a coronary drug eluting stenting treatment procedure, spiral dissection and abrupt closure occurred. The physician predilated the lesion in the proximal rca with a maverick 2.0 x 20 mm balloon. He then deployed a taxus express2 2.0 x 20 mm drug eluting stent at 6 atms for 21 seconds. A spiral dissection and abrupt closure of the rca was noted. He performed multiple inflations with several balloons and deployed 5 taxus express2 drug eluting stents in the proximal, mid and distal rca to treat the dissection. He used intravascular ultrasound following this. The physician then deployed a taxus express2 3.0 x 16 mm drug eluting stent in the proximal circumflex and noted a spiral dissection and abrupt closure of the circumflex. He again treated the dissection with multiple balloons and inflations and deployed 5 taxus express2 drug eluting stents. The final outcome of the procedure was considered successful with the areas of stenosis reduced to 0%. The pt received angiomax during the procedure. It is unk what other medication was prescribed. The pt is reported to be satisfactory.